Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4). Product type: lead. Product ID: 3487a-33, lot#: v220384, product type: lead. Product ID: 3487a-33, lot#: v220384, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 04-may-2015, UDI#: (B)(4). Product ID: 3487a-33, serial/lot #: (B)(4), ubd: 02-mar-2013, UDI#: (B)(4). Product ID: 3487a-33, serial/lot #: (B)(4), ubd: 02-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that their leads were changed. Patient reported that first leads were "floating" and did not stay in place and as soon as they moved they were replaced with paddle leads. Revision occurred on (B)(6) 2011. No symptoms reported. No further complications were reported/ anticipated.